Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the wire loosened regularly with low tension. During the closure per subject, the suture must be restarted, which increases the operating time until the thread is changed and the suture is repaired. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested, and the following was obtained:- please confirm whether this issue occurred during a single procedure or multiple procedures. If multiple, please specify the number of procedures affected.8 procedures, 8 procedures are impacted, so 8 complaints were open in total - how many devices demonstrated the alleged deficiency for each involved patient event?we use one suture per procedure for the dermal overlock.- were there any patient consequences?no- were there any unexpected outcomes or complications as a result of the prolonged surgery time?no- was additional dissection required in other organs/tissues other than the target tissue?no- was there any change in the patient¿s post operative care due to the prolonged procedure?no